Event description:
The device involved in this MDR report was explanted prophyloctically and returned because it was listed in the advisory letter issued in october 2005. No malfuction was reported on the implanted unit.